Event description:
A customer reported a critical use error involving the t:slim x2 pump during a usability study, where tubing was accidentally filled while still attached to the body, resulting in an estimated 10 units of insulin being delivered. This incident led to extreme hypoglycemia, which the customer was able to self-treat without need for hospitalization. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.